Manufacturer narrative:
Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and all conductors were fractured. It was noted that there was blood/body fluid on all conductors (not obstructed), the inner insulation was kinked/buckled, the inner tubing was kinked/buckled, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression and the lead was stretched. Additional information received (B)(4) 2012: it was further reported that the right ventricular lead ((B)(4)) had increased impedance and failure to capture. Eventually the patient was not feeling well and the lead was explanted and replaced. The physician noted that the lead appeared broken near the pocket and was easily removed. The lead has been returned. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Additional information received 18jun2012: :it was further reported that the right ventricular lead ((B)(4)) had increased impedance and failure to capture. Eventually the patient was not feeling well and the lead was explanted and replaced. The physician noted that the lead appeared broken near the pocket and was easily removed. The lead has been returned. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient developed a right pneumothorax after implant of the pacemaker and two leads. A chest tube was placed and the pneumothorax resolved the next day. On the second day post op the patient continued to have chest pain, a chest x-ray revealed the ventricular lead had moved. In addition there had been multiple episodes of failure to capture. The patient underwent a lead revision and was discharged to home the next day. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient developed a right pneumothorax after implant of the pacemaker and two leads. A chest tube was placed and the pneumothorax resolved the next day. On the second day post op the patient continued to have chest pain, a chest x-ray revealed the ventricular lead had moved. In addition there had been multiple episodes of failure to capture. The patient underwent a lead revision and was discharged to home the next day. No further patient complications have been reported as a result of this event.